Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator change out procedure. During procedure, the left ventricular lead was noted to have elevated output programmed due to elevated capture threshold noted in clinic prior to procedure. Further investigation noted the lead also had intermittent capture. The lead was capped and replaced on (B)(6) 2020. The patient was stable.